Manufacturer narrative:
Additional information : concomitant medical products , PMA/510k, if follow-up, what type , device evaluated by MFR. One 8.5f agilis steerable introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak could not be conclusively determined because the leak was not be reproduced.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During an atrial fibrillation ablation procedure a blood leak occurred. Following insertion and use of a tacticath se catheter, blood was noted as leaking from the sheath hemostasis valve. A new sheath was used to complete the procedure with no adverse patient consequences.